Manufacturer narrative:
Based upon the clinical review, the occlusion of the iliac artery was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause could not be definitely identified. The clinical review of the device, which remains in the patient, suggests that the patient's pre-existing aneurysm in the left common iliac artery, the severe iliac calcification and tortuous right common iliac were likely factors in the event as was the presumed pvd due to presence of bilateral ilio-fem bypass grafts.

Event description:
History and physical: (B)(6) 2013. Operative notes: (B)(6) 2013, (B)(6) 2015. Discharge summary: (B)(6) 2013. Imaging reports: CT: (B)(6) 2013, (B)(6) 2014, (B)(6) 2015. Angio: (B)(6) 2013, (B)(6) 2015. Still photos: (B)(6) 2015.